Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
During preparation for a medical procedure, the technologist noticed that the distal tip of the neuron 6f 070 delivery catheter (neuron 070) was crimped upon removing it from the packaging. The damaged neuron 070 was found prior to use and therefore, was not used in procedure. The procedure was completed using a new neuron 070.